Event description:
The complainant alleged during a routine shift check by a clinician, the device was set to defib mode with the multifunction cable attached to the shorting plug. However, the device inappropriately analyzed when the analyze button was pressed. The device should have displayed "defib pad short" and "analysis halted" messages. The complainant indicated that there was no pt involvement in the reported malfunction.